Event description:
Healthcare professional reported "left side rupture as well as bilateral exchange from textured to smooth due to concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell fold creases and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions: sharp edge on the posterior due to an unidentified (tear) opening, smooth edge on posterior due to smooth opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on the posterior due to an unidentified (tear) opening, smooth edge on posterior due to smooth opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "left side rupture as well as bilateral exchange from textured to smooth due to concern with the product." Device has been explanted and replaced.